Event description:
A customer contacted beckman coulter inc., (bec) and reported the coulter act 5diff cp analyzer started leaking fluid shortly after the instrument was serviced. It is unknown if the leak was contained. The customer was wearing gloves, gown and goggles during this event. There were no open wounds at time of contact and the customer did not seek medical attention. The material safety data sheet (msds) was reviewed. There is an exposure/risk management plan available at the facility. There was no death, injury or change to patient treatment attributed to this event.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) inspected the instrument and found the rinse block leaking. The fse dismantled the rinse block, cleaned and reassembled the rinse block with a new o-ring. The fse then verified the instrument's operation. The failure mode for the liquid leak was the rinse block. (B)(4).